Manufacturer narrative:
Bottle 3 (ethanol) was removed from the instrument for three (3) minutes at 14:01pm on (B)(4) 2015, which is sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. Information provided by the laboratory indicates that prior to commencement of the protocol from which sub-optimal tissue processing was reported, a user had replaced the reagent in bottle 3 with 70% ethanol and set the concentration to 100%. Bottle 3 (ethanol) was then used for the final dehydration step of the "1 hour prostate bx" protocol started in retort b at 18:15pm on (B)(4) 2015, from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause for the sub-optimal tissue processing reported was a use error, which occurred during the replacement of ethanol in bottle 3 completed prior to commencement of the "1 hour prostate bx" protocol started in retort b at 18:15pm on (B)(4) 2015, from which sub-optimal tissue processing was reported.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing from the 1 hour prostate bx protocol, which completed at 05:45am on (B)(6) 2015. Preliminary information provided indicates that "all alcohol bottles identified as ethanol bottle 3 is normally filled with 70% etoh and told it is when filled fresh, bottle 4 same with 80%, bottle 5 same with 90%, then graded alcohols. Yesterday bottle 3 (70%) changed filled with 70% etoh but told unit it was 100% which was then used as alcohol in protocol". Information provided also indicates that the laboratory replaced a reagent on (B)(6) 2015; the reagent bottle was mislabeled and approximately 16 cases were affected. The complainant described the affected tissue samples as soft and water in tissue. On (B)(6) 2015, a leica field support specialist (fss) attended the laboratory in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications support. The fss noted that the laboratory had re-filled bottle 3 with 70% ethanol and set the concentration to 100%. Bottle 3 was subsequently used in the last affected protocol. The fss provided user training specifically focused on the process and actions required to replace reagents in accordance with the manufacturer instructions. On 30 july 2015, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.